Event description:
It was reported that upon interrogation there were short interval counts (sics). It was also reported that provocative testing failed to reproduce sustained oversensing; however, pocket manipulation did produce one observation of cross-talk. The device and leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted with ventricular short interval count of 33.2 counts avg/day, in 50.22 days, between (B)(6) 2011 03:29:47 and (B)(6) 2011 08:49:25. Undefined resistance was also noted as the daily pace lead impedance trend data shows two daily points missing for a pace on (B)(6) 2011 and (B)(6) 2011.